Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  The cause of the reported issue was determined to be a shorted fet (field effect transistor), designator q11 from the analog pcb assembly.  The fet was shorted between the gate, source and drain of the component. The customer received a replacement device.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged event codes. After an evaluation of the device, it was observed that the device did not have the ability to deliver defibrillation therapy. There was no report of any patient use associated with the reported issue.